Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump and agreed to follow up with the customer to assist further, including help with filling the cartridge. Code did not reoccur after the reset. Customer may continue to use the pump.